Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that a patient with diabetes experienced a line blocked alarm during infusion. After removing the infusion site, the patient found a bent cannula. The patient replaced the infusion site, tubing, and cassette, then resumed basal delivery. There was a patient involvement and there were no additional adverse consequences.